Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(4) was performed from date of manufacture 03/14/2008 to present date 12/24/2020, and note that this device has been returned for service once, without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.